Event description:
It was reported to fresenius that the short blue inlet tube connected to the back of the 2008t machine from the aquabplus reverse osmosis (ro) system ruptured during heat disinfection. The water from the ruptured inlet tube sprayed a wall outlet and the fire department was dispatched to address the issue. The biomed confirmed the reported event during follow-up and provided additional information. The biomed stated that the pressure provided by the aquabplus reverse osmosis (ro) system ruptured the inlet tube. The biomed stated the water from the ruptured tube sprayed a wall outlet located on the treatment floor, causing the wall outlet to spark and smoke. The smoke from the wall outlet triggered the facility smoke detectors and the local fire department was dispatched to extinguish the smoke. The biomed stated that the event occurred outside of clinic hours. There was no harm to any patients or individuals as a result of the reported issue. The biomed confirmed that no thermal damage was identified within the ro system. The biomed stated that a fresenius technician came onsite to inspect the tubing and verify the loop pressures. The technician noted that the pressures were set high. The inlet tube on the 2008t machine was replaced, and all machine inlet tubes were preventatively replaced following this event. An electrician was also called onsite to repair the wall outlet. The biomed stated that the 2008t machine, ro system, and wall outlet have been returned to full operation. No parts have been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the short blue inlet tube connected to the back of the 2008t machine from the aquabplus reverse osmosis (ro) system ruptured during heat disinfection. The water from the ruptured inlet tube sprayed a wall outlet and the fire department was dispatched to address the issue. The biomed confirmed the reported event during follow-up and provided additional information. The biomed stated that the pressure provided by the aquabplus reverse osmosis (ro) system ruptured the inlet tube. The biomed stated the water from the ruptured tube sprayed a wall outlet located on the treatment floor, causing the wall outlet to spark and smoke. The smoke from the wall outlet triggered the facility smoke detectors and the local fire department was dispatched to extinguish the smoke. The biomed stated that the event occurred outside of clinic hours. There was no harm to any patients or individuals as a result of the reported issue. The biomed confirmed that no thermal damage was identified within the ro system. The biomed stated that a fresenius technician came onsite to inspect the tubing and verify the loop pressures. The technician noted that the pressures were set high. The inlet tube on the 2008t machine was replaced, and all machine inlet tubes were preventatively replaced following this event. An electrician was also called onsite to repair the wall outlet. The biomed stated that the 2008t machine, ro system, and wall outlet have been returned to full operation. No parts have been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.